Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The remote arm controller (rac1) was analyzed, upon visual inspection, no issues were found that are related to the report issue. In the system logs error 307 and 23 were found indicating the fault and confirming the fault occurred in the field. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles and sitting idle for one hour. After testing 10 cycles, there were no errors. Reviewed the system logs after test but no error could be identified. This master tool manipulator (mtm2) was returned for failure analysis, and the reported error was confirmed and replicated. In the system logs, the error 30 was found indicating the embedded serializer in master base (esmb) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be esmb main wire harness black and white flat flexible cables (ffc). Once testing was completed, the esmb, main wire harness and black and white ffc's was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the main wire harness and black and white ffc's within the affected mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtml) on surgeon side console (ssc1). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtm.

Event description:
It was reported that during a da vinci-assisted component separation transversus abdominis release (tar) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the second surgeon side console (ssc) in a dual console procedure did not work. Tse found error 25588 in the logs pointing to master tool manipulator left (mtml) issue and disabled the mtml. Tse advised customer to power cycle the system to re-enable the mtml. The customer would follow tse¿s advice after the procedure and elected to use the other ssc to complete the procedure. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis and the reported ¿not working on console¿ was confirmed and replicated. In system logs, the gravity failure was found during calibration, confirming the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a psc fixture test platform (pftp) where calibration was found to be failing on the axis 6. Once testing was completed, the axis 6 motor was tested and was verified to be the source of the fault. The axis 6 motor was found to be the probable root cause of the reported event. This can be attributed to an electrical component failure.

Event description:
Refer to h11 for follow-up information.